Manufacturer narrative:
Continuation of concomitant: a2dr01 ipg, implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and impedance. The lead was reprogrammed and eventually capped and replaced. No patient complications have been reported as a result of this event.